Event description:
Parents noted that the user refused to wear left device in isolation. Re-implantation was recommended.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: damage to the reference electrode, likely caused by an external impact, was determined to be the root cause of device failure. Other mechanical damages found are attributable to the removal surgery. This is a final report.

Event description:
Parents noted that the user refused to wear left device in isolation. The user has bene reimplanted.